Event description:
Revision due to a dislocation of the liner from the glenosphere and the cause is unknown. At about 4 years and 4 months post primary the surgeon revised the liner and glenosphere. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 15 february 2024: lot 179981: (B)(4) items manufactured and released on 24-apr-2018. Expiration date: 2023-04-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional item involved in the event, batch review performed on 15 february 2024: reverse shoulder system 04.01.0170 glenosphere - ø39x24.5 (k170452) lot. 1811002 lot 1811002: (B)(4) items manufactured and released on 11-apr-2019. Expiration date: 2024-03-26. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.